Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the hl20 pump had a black display during use. No harm to any person reported. The pump was restarted which solved the problem. The black display did not reoccur. According to the hl20 instruction for use version 02, chapter 2.2.2 position of use and operation and positioning of the hl 20 it is stated: ensure that you can see the system control panel and displays of the hl 20 pumps as well as any optical warning signals at all times. In noisy environments, there is a risk that acoustic warning signals emitted by the hl 20 may not be heard. According to the getinge field service technician the customer did not request any service and repair since the problem did not reoccur. The reported failure could be linked to the following most probabla root cause according to the hl20 risk management file: (total) fail of system control because of: operator can not see alarms, can´t override (bubble, level, pressure) intervention because of e.g.: - display failure or master failure - system control panel (scp) monitor failure. Due to the age of the device and the parts (12 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2026-04-20 for the period of 2014-09-23 to 2026-04-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-09-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "black display on pump" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china. It was reported that a hl20 pump displays a black screen when used during treatment. After restarting the pump, the display was normal. No harm to any person was reported. Since a restart of the pump was necessary to maintain proper function of the pump a report is required. Complaint ID: (B)(4).